Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to granulation tissue and an infection at the implant site. A review of the devices sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
The user has been explanted due to infection. There was ongoing soft tissue inflammation with granulation tissue at explantation. Soft tissue coverage around electrode and implant body (close to mastoid) was thin due to a former surgery in an external clinic. As per additional information, the infection started on (B)(6) 2024 and culture results were positive for staphylococcus aureus.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user has been explanted due to infection. It is planned to reimplant the user in 4 months.